Manufacturer narrative:
The device was not returned for evaluation. Additional information has not been provided to identify the s/n of the device involved in this case therefore a review of the lot history records could not be performed. A review of the risk management files did not result in any new risks associated with the device. Rmf 0003 rev 36 line 12.73.4.- resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 36 line 12.75- device explanted.

Event description:
Information provided states patient involved in accident in (B)(6) 2015. In (B)(6) 2016 patient exp neck and shoulder pain. Patient had m6-c implanted at c5/6 in (B)(6) 2016. Patient experienced neck/back pain, headaches numbness/tingling. Patient underwent removal of the m6-c disc and cervical spine fusion in (B)(6) 2022.